Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process and the pump time was inaccurate. There was no impact to the customer's blood glucose level do to this reported issue. A syringe needle change was performed and customer was able to successfully fill the cartridge with insulin. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.